Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to follow up on a replacement insulin pump that she had not received yet. The customer stated that she did not have any insulin with her, and had to go to the ER last night to get insulin. Assisted the customer with the tracking of the insulin pump. Nothing further was reported.